Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after accidentally dislodging a steel 23-inch infusion set and subsequently performing a site-only change with insulin delivery resumed; the last full supply change had been the prior day, and there were no observed leaks or kinks, with the ilet confirming delivery for a recent meal announcement and an on-device alert indicating a cgm reading of approximately 300 mg/dl. Symptoms included elevated blood glucose with fingerstick at 279 mg/dl and cgm trending from 300 mg/dl down to 287 mg/dl during the initial call. Outcomes included improvement of glucose to 237 mg/dl on follow-up without need for medical intervention or hospitalization. Investigation included troubleshooting, education on postprandial insulin action timing, review of device delivery data, and verification of infusion set status and tubing. Investigation of this case revealed no device malfunction, no infusion set leakage or occlusion identified, and a likely contribution from recent meal intake and insulin pharmacodynamics following the site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.